Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported a year and a half ago the device shocked their right leg, and their right calf was still sore and hurt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.